Event description:
A peritoneal dialysis patient reported that he was woken up to an "air detected in cassette" alarm. He examined the cycler and noticed fluid coming out of the bottom of the cycler pump module. He powered off the cycler, disconnected from the tubing set and returned to sleep. In the morning he opened the cassette door to remove the cassette and discovered fluid in the pump module area. He performed manual treatments during the day to make up for his aborted treatment during the night. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
There is no sample available for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality analysis procedure.